Event description:
A customer contacted beckman coulter regarding an erroneously low psa result that was generated by the access 2 immunoassay system, for one (1) patient. A patient sample was tested for psa and a result of 0.002ng/ml was obtained. The sample was re-tested and gave a result of 5.869ng/ml. The patient sample was aliquoted into a 2 ml sample cup and reanalyzed at a later time on the same instrument and a result of 5.862ng/ml was obtained. It is not indicated whether or not the erroneous results were reported outside of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Samples were collected in bd sst tubes and were stored frozen at - 20 degrees c. Centrifugation data was not supplied. The psa qc data prior to the event was within specifications. A system check performed at a later time on the day of the event was within specifications. A field service engineer (fse) was on-site from 09/13/2007 to 09/15/2007: the fse performed a major preventive maintenance (pm) and alignments. The fse conducted diagnostic testing which met specifications. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.